Manufacturer narrative:
The complaint is confirmed, the device was returned with a fractured hub, the hub was fractured under the heat shrink, the heat shrink was removed in order to expose the hub, the hub is fractured in two, the fracture occurred under the pivot link connector to the jaws, when the 2 pieces of the hub are placed back together is was observed that a small chip or piece of the hub was not accounted for, it was not accounted for when the heat shrink was removed. This device was returned from olympus (B)(4) which indicated that the device was decontaminated in a enzymatic solution. This cleaning process which may account for the missing piece, that it may have became dislodged during cleaning.

Event description:
The dissecting forceps was returned with a fractured hub, the hub was fractured under the heat shrink, the heat shrink was removed in order to expose the hub, the hub is fractured in two, the fracture occurred under the pivot link connector to the jaws.